Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 102 and that the device indicated that it could not be used. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102 / 'device cannot be used') has been confirmed. As received, the monitor failed incoming testing. Upon evaluation, the monitor displayed code 102. A service code 102 is displayed at power-up if a problem was previously detected during the charging of the defibrillator energy capacitors. The cause of the service code 102 was an open resistor r45 on the computer / analog board. The root cause of the open r45 cannot be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.